Manufacturer narrative:
Findings: button error alarm and no up and down button response due to corroded keypad traces. Unable to verify for sensor anomaly due to no up and down button response. No unexpected vibrator anomaly noted during testing. . Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 42 mg/dl. The customer did treat then got it back up to 158 mg/dl. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 44 mg/dl. The customer stated the button error alarm did not occur right after the pump was exposed to moisture. The customer was going to go give a bolus and got alarm. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.